Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. Moreover, cardiac tamponade was suspected that echo ultrasound was performed in which result showed no pericardial effusion. Micro perforation was suspected. Hence, lead repositioning was performed. In addition, helix extension/retraction was also noted. This rv lead remains in service. No additional adverse patient effects were reported.